Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged cosmetic damage located at the back of the pump found on (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found the battery tube connector plugged in properly to j7/pcb 1 and no moisture damage on the electronics, 40 pin flexible printed circuit/lcd and battery tube. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. During visual inspection cracks were found on the lcd glass and a crack was found on the u6 chip. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked lcd window and pillowing overlay. Customer returned pump for a crack at the back of the pump. Cracked lcd window and glass confirmed during visual inspection. Blank display confirmed due to cracked u6 chip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack at back. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.